Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve separated. Artifact-like noise in acunav images, blood oozing from a preface hemostatic valve. This occurred after it was inserted into the cardiac cavity. The issue was resolved by changing both the acunav catheter and preface to another one. The procedure was completed without patient consequence. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. A few drops of blood was lost, but the exact amount is unknown. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device batch number 17994849, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, bwi received additional information regarding the event. The manufacture date of the complaint device (section h4) was confirmed as 9-jan-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device batch number 17994849, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve separated. Artifact-like noise in acunav images, blood oozing from a preface hemostatic valve. This occurred after it was inserted into the cardiac cavity. The issue was resolved by changing both the acunav catheter and preface to another one. The procedure was completed without patient consequence. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. A few drops of blood was lost, but the exact amount is unknown. Hemostatic valve separation is MDR-reportable.